Event description:
Same case as 6000089-2007-00070. It was reported those four hours after a coronary artery drug eluting stenting treatment procedure, a pt death occurred. A progressive lesion was located at the bifurcation of the unprotected left main artery (lma) and the circumflex (cx). The lesion was 10mm long, not calcified, 90% stenosed and an ostial lesion. The lesion site was pre-dilated with an unspecified 20mm balloon. Two taxus express2 drug eluting stents (2.25x12mm and 3.00x20mm) were implanted at the bifurcation of the lma and cx using a "t-stent" technique. The stents fully expanded after deployment and then were post-dilated with an unspecified 15mm balloon. The stents were well positioned and well apposed. Prior to the procedure and during the procedure, the pt rec'd plavix and aspirin and plavix was administered post-procedure. Four hours later, the pt experienced q-wave myocardial infarction and the pt died. Further info has been requested concerning the pt cause of death, but none has been rec'd as of the date of this report.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7565809 found that the device met its material, assembly, and product specifications, at the time of release to distribution. This particular batch number has no associated complaints to date.